Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found that visual inspection did not reveal any damage. The instrument was placed on an in-house system. The instrument failed the recognition test. The instrument information found in the radio frequency identification (rfid) was not detected. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing was observed out of the ordinary. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application. The large (purple) clips were used on the vessel or structure. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The incident occurred on the first application. There are no photos and/or videos of this event available for isi review. Patient demographics were requested but not provided.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not close nor fire after the clip was loaded. The instrument was replaced to the backup. The procedure was completed with no reports of patient injury.